Manufacturer narrative:
(B)(4). Batch # (B)(4). The device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, during an unknown laparoscopic procedure, the device became not to function. Gen11 was used. Another hdh05 and another hsa08 were used to complete the case. There were no adverse consequences to the patient.